Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation left ventricular lead exhibited loss of capture. Lead dislodgement was confirmed on x ray. The lead was explanted and replaced. The patient was fine throughout the surgery.